Event description:
During first aid to a pt who was found unconscious, the fire men placed the fr2 pads on the pt. The unit didn't recognize the pads as connected. The pt was dead following the rescue attempt. The clinical statement of the customer's captain pharmacist was that it was unk whether the pt's death was direct or indirect. Following the incident, the customer checked the fr2 and found it to be performing properly. The customer also checked the pads on a manikin of unk brand or model and reported that there was no electrical continuity.